Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home on (B)(6) 2018. The cause of death was type 1 diabetes. The caller stated that the customer did not have any other illnesses that may have led to the customer's passing. The customers blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using medtronic sensors. The caller agreed to return the insulin pump for analysis. Frn-mmt-326a-rsvr, unomed set.

Manufacturer narrative:
Device received with a depleted duracell alkaline battery installed. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. Device had minor scratched display window, broken battery tube threads, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip. Data analysis: (date of death: (B)(6) 2018.) The download history file lists data form (B)(4) 2018 to (B)(4) 2018. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.